Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned from the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. According to the literature, tornus was used to cross complex ctos. It was unable to completely rule out a potentiality that tornus might have caused or contributed to the written perforation in three cases. Referring to known similar events, it was concluded these events mentioned in this literature were associated with anatomical conditions and the operator's technique. It was concluded that the reported perforations were not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ if any resistance or something abnormal is felt when operating this catheter, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. If there are complications as a result of the removal of the entire system, stop immediately the percutaneous transluminal coronary angioplasty (ptca), and perform appropriate treatment at the discretion of the physician. (Continuing the operation while the cause of the problem is not identified may cause damage to or breakage of the catheter, and damage the blood vessel. In the worst case, life-threatening adverse effects may result.) ~ if a strong reaction is felt in the opposite direction of rotation when the catheter is advanced toward or withdrawn from the lesion, the catheter may be caught. Operate the catheter carefully and do not forcefully continue the procedure. (It may damage or break the catheter or damage the blood vessels. In the worst case, life-threatening adverse effects may result.) [Malfunction and adverse effects] ~ vessel perforation.

Event description:
It was reported through the literature that asahi tornus penetration catheter might have caused or contributed to vessel perforation. Details are as follows: excerpt: [methods] in this study 102 consecutive patients with severe cto have been included within the period of 2009 - 2013. We used the penetration catheter tornus only for those patients in whom 1.25-1.5 mm balloon catheter could not be crossed through the lesion after a successful guidewire recanalization. Results: the study population was mostly male (74.5%) with mean age 59.2±13.5 years. Diabetes mellitus was present in 30.4% of cases. 62 patients (60.7%) had hypercholesterinemia. Previous mi had 64.7% patients. CABG was performed previously in 9.8% of patients. The mean duration of cto was 9.1±4.2 months and the mean length of occlusion was 39.2±17.4 mm. 66 (64.7%) patients had severe calcified cto. [Results] the occluded vessel was the left anterior descending artery in 39.2%, the left circumflex artery in 14.7% and the right coronary artery in 46.1%. The tornus was crossed successfully through the lesion by manual rotation in 82.4% of cases. In 18 (17.6%) patients with severe calcified cto the penetration catheter failed to cross cto entirely, but opened the artery well enough in 3 (2.9%) of these patients that allowed a successful passage with a balloon. In 3 cases the arteries were perforated and we inflated the balloons proximally to stop the leaks. So, the success rate of cto recanalization and stenting was 85.3%. Complications had place in 5.9% of patients. No cases of death, CABG or q wave mi were registered until the discharge of the patients.